Event description:
The nursing staff alleged that the head section could not be lowered.

Manufacturer narrative:
The tech found that the thrust bracket weldment was bent and binding the head drive. The head section could not be lowered manually, with CPR or electrically. The tech replaced the head drive assembly to repair this bed.